Event description:
After an arthroscopy, pt's right thigh area above surgical site was firm, red and increased in size. Swelling resolved several hours later. No intervention necessary. Possible product problem.